Event description:
Related manufacturer reference number: 1627487-2022-04810, 1627487-2023-01690. It was reported that the patient was not receiving effective therapy from their system. Surgical intervention was undertaken during which the leads were explanted.